Manufacturer narrative:
(B)(4), results: inherent risk of procedure (death, myocardial infarction), (no further information available), conclusion: (no further information available).

Event description:
A valiant thoracic stent graft system was implanted for the treatment of an acute descending thoracic dissection under physician sponsored (B)(4). Aneurysm and vessel morphology are unknown. It was reported that when the patient was extubated after the procedure, the patient went into respiratory and cardiac arrest for unknown reasons. A code blue was initiated and the patient was reintubated and converted to sinus rhythm. An echocardiogram was done and this failed to demonstrate any pericardial effusion or significant cardiac abnormality. After the patient passed extubation weaning parameters and was extubated, the patient went into another cardiac arrest. Despite multiple rounds of resuscitative attempts, the patient was unable to be revived. The patient expired. No additional information is available for this event.